Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they were in the hospital for 1 week due to gastric issues. No further patient complications are anticipated or expected as a result of this event.